Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("drastically increased bleeding / hemorrhaging") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia") and alopecia ("hair loss"). The patient was treated with surgery (procedure to remove the essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, endometriosis, genital haemorrhage and insomnia to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("displaced essure coils/ essure devices extending far into the endometrial cavity / migration of essure device location of device: uterus"), abdominal pain ("abdominal pain") and genital haemorrhage ("drastically increased bleeding / hemorrhaging") in a 44-year-old female patient who had essure (ess205) (batch no. 623458) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cancer and endometriosis. Concomitant products included ascorbic acid, cholecalciferol (cholecalciferol), cyanocobalamin, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia, alopecia, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometriosis, genital haemorrhage, insomnia, menorrhagia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the ultrasound of the uterus otherwise noted a 3.6 cm right ovarian cyst, a 1 cm left ovarian cyst, and a 0.93 cm endometrial stripe with a retroverted uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: migration of essure device location of device: uterus. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events displaced essure coils/ essure devices extending far into the endometrial cavity/ migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal), vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("displaced essure coils/ essure devices extending far into the endometrial cavity / migration of essure device location of device: uterus"), abdominal pain ("abdominal pain") and genital haemorrhage ("drastically increased bleeding / hemorrhaging") in a 44-year-old female patient who had essure (ess205) (batch no. 623458) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cancer and endometriosis. Concomitant products included ascorbic acid, cholecalciferol (cholecalciferol), cyanocobalamin, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia, alopecia, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometriosis, genital haemorrhage, insomnia, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the ultrasound of the uterus otherwise noted a 3.6 cm right ovarian cyst, a 1 cm left ovarian cyst, and a 0.93 cm endometrial stripe with a retroverted uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: migration of essure device location of device: uterus. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Lot number:623458, manufacturing date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced essure coils/ essure devices extending far into the endometrial cavity / migration of essure device location of device: uterus') and abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cancer, endometriosis and cyst of ovary. Concomitant products included ascorbic acid since (B)(6) 2016, colecalciferol (cholecalciferol) since (B)(6) 2016, cyanocobalamin since (B)(6) 2016, docosahexaenoic acid;eicosapentaenoic acid (omega 3) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("drastically increased bleeding / hemorrhaging"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia, alopecia, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection and pelvic pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometriosis, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the ultrasound of the uterus otherwise noted a 3.6 cm right ovarian cyst, a 1 cm left ovarian cyst, and a 0.93 cm endometrial stripe with a retroverted uterus. Plaintiff taking black strap molasses on (B)(6) 2016 to now. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: migration of essure device location of device: uterus. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received, indication updated, event pain ,concomitant medication and lab date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced essure coils/ essure devices extending far into the endometrial cavity / migration of essure device location of device: uterus') and abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cancer, endometriosis and ovarian cystectomy. Concomitant products included ascorbic acid since (B)(6)2016, colecalciferol (cholecalciferol) since (B)(6)2016, cyanocobalamin since (B)(6)2016, ibuprofen since (B)(6)2016, omega-3 fatty acids since (B)(6)2016 and sertraline hydrochloride (zoloft). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In (B)(6)2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("drastically increased bleeding / hemorrhaging"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia, alopecia, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection and pelvic pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometriosis, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the ultrasound of the uterus otherwise noted a 3.6 cm right ovarian cyst, a 1 cm left ovarian cyst, and a 0.93 cm endometrial stripe with a retroverted uterus. Plaintiff taking black strap molasses on (B)(6)2016 to now. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2016: migration of essure device location of device: uterus. Ultrasound scan vagina - in (B)(6)2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced essure coils/ essure devices extending far into the endometrial cavity / migration of essure device location of device: uterus') and abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cancer, endometriosis and ovarian cystectomy. Concomitant products included ascorbic acid since (B)(6) 2016, colecalciferol (cholecalciferol) since (B)(6) 2016, cyanocobalamin since (B)(6) 2016, ibuprofen since (B)(6) 2016, omega-3 fatty acids since (B)(6) 2016 and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating"), endometriosis ("endometriosis"), insomnia ("insomnia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("drastically increased bleeding / hemorrhaging"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, abdominal distension, endometriosis, insomnia, alopecia, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection and pelvic pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometriosis, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the ultrasound of the uterus otherwise noted a 3.6 cm right ovarian cyst, a 1 cm left ovarian cyst, and a 0.93 cm endometrial stripe with a retroverted uterus. Plaintiff taking black strap molasses on (B)(6) 2016 to now. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: migration of essure device location of device: uterus. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Lot number:623458, manufacturing date: 2007-02, expiration date:2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.